Event description:
The customer reported that the ventilator remote alarm was not working. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician confirmed the customer reported problem. The service technician reported upon evaluation of the ventilator that the remote alarm connector was broken. The service technician replaced the main pcb board to correct the reported problem. Performance verification testing was completed and all tests passed per operating specifications.